Event description:
I received the essure in (B)(6) 2012. I began to have severe pelvic and back pain within two weeks. Doctors couldn't tell me what it was, and it has gotten worse everyday along with many other symptoms. I have had severe headaches, dizziness, moments of mental blur and blackouts, unexplained rash that is constantly coming and going (doctors couldn't explain it) my stomach felt at times like there was a baby kicking, I have gained weight ever since (but only in my stomach) despite the fact that I eat right and exercise daily, my emotions are up and down like a roller coaster, sex has become very uncomfortable it feels like my insides are bruised, my energy level is so down now that I find myself struggling to do anything and I'm a very active person. My periods have gotten really bad, I bleed heavier than I ever have and pass blood clots bigger than a half dollar, I have acne all of a sudden, it wasn't even this bad when I was a teenager. I have an unusual amount of discharge all of a sudden, my hair is falling out every time I wash it. These are all things I never dealt with before the essure. I know my body and ever since I had this procedure, my body has been wreaking havoc. It has ruined my quality of life and everyone around me. I just want my body and my life back to normal. These are all side effects that my doctor assured me couldn't be possible. It is very misleading to women and every one of these side effects should be listed and they're not. I never would have had the procedure had I known. Now I just want them out of me. My insurance dropped me right after the procedure was done so I don't have the money for the surgery. This whole experience has been horrible for me and as soon as I can afford it, they will be out of me. This product is hurting so many women and it needs to be dealt with. I don't see how someone can knowingly let millions of women get this everyday and not let them know what can happen to them. There are women suffering and even dying and everyone is too busy denying it to fix the problem. I, like other women, just want my life back. I'm too young to be feeling as old as I do.